Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus indicating that during routine equipment inspection, the crew discovered the capnometer function to be inoperable. User states the port does not register an end tidal device. Visual inspection by the user found the port appears to be damaged or missing a part. There was no patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.